Event description:
Pump declared an altitude alarm 21 in the past week, but the issue could not be confirmed due to a problem with the touchscreen. There was no reported impact on the customer¿s blood glucose level. No additional corrective actions or customer outcomes were provided.